Manufacturer narrative:
Date received by manufacturer: 08oct2019. Date of report: 11oct2019. The part was returned to the manufacturer for failure investigation. It was determined that all test passed. No fault was found on the returned inhalation module. The reported complaint of pressure relief valve was out of range was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 05aug2019, date of report : 12aug2019. The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the inhalation module asco solenoid to address the reported problem. The device back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported the pressure relief valve test, the exhalation valve test and the patient circuit test all failed. There was no patient involvement.